Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The health care provider reported that the three of the sensors were missing electrode. The customer was advised that we will replaced sensors. No further information was reported.